Event description:
The first supera stent was deployed into the popliteal artery with no issues. The second supera stent was targeted for the sfa. The physician believed that the stent had been fully deployed; however, as he began to withdraw the delivery system, he noted on fluoroscopy that the stent moved from the target site. The introducer was advanced into the femoral artery with the attached stent. As the delivery system with the attached stent was withdrawn through the introducer sheath, resistance was encountered and the tip detached due to being constrained. When the tip detached, the stent also fully deployed. The delivery system was removed over the guidewire. The detached tip remained on the guidewire and a snare device was used through the sheath and over the wire to help remove the tip. It was reported that 1 cm of the stent is covering the origin of the profunda femoral artery. The event occurred in (B)(6).

Manufacturer narrative:
The device was returned and analyzed. The stent had been deployed. The tip lumen detached at the ratchet stem component. The device was exercised with no issues noted. Review of the device history records did not indicate an issue during manufacturing. The tip detachment was caused by the user not fully deploying the stent prior to withdrawing the delivery system through the introducer sheath as instructed in the IFU. With the stent not fully deployed from the delivery system, the tip became constrained in the undeployed portion of the stent in the introducer sheath. The forces applied in withdrawing the delivery system caused the tip to detach. A letter informing the physician of the cause of the event has been sent. Attempts to obtain the patient information (birth date, gender and weight) have been made; the information has not been received. If the patient information is obtained, a MDR supplement will be sent to FDA.